Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed

Event description:
It was reported by the customer that a bd pyxis¿ es server had a station where medication was not populating when user drop too below minimum. The customer stated that this malfunction cause delay in administration. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
The following field had been updated with additional information: h6. Correction: d4 & h4. Serial number, unique device identifier and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that station not receiving notification to refill medications. A technical support specialist (tss) opened the data base tool and queried the item and station data. Tss found multiple ghost pockets associated with the station and proceeded to delete the station's inventory pocket and then sent the station profile information (spi) over from enterprise server (es). After completing these steps, tss confirmed that the data had successfully repopulated. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported by the customer that a bd pyxis¿ es server had a station where medication was not populating when userdrop too below minimum. The customer stated that this malfunction cause delay in administration. There were no adverse events or injuries reported based on this event.